Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was misidentified as shigella boydii. The user verified the final result using a reference laboratory. The user stated, "shigella boydii was reported and seen by the doctor. A reference lab that the isolate was sent to, sent back a result of "shigella not found." The customer suspects that the patient was treated but does not have details. All antibiotics for the isolate were sensitive." No health impact or consequence reported. This is report 2 of 3.